Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 230 mg/dl. The customer stated that they were about to change the site, and the pump was blank, then they changed the battery, and it was still blank. Troubleshooting was performed and the display did not return. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to bad battery board.